Manufacturer narrative:
The investigation confirmed that the tip of the screwdriver was broken. The flanks showed heavy, plastic deformations while the fractured surfaces showed torsional forced rupture due to high torsional forces during insertion. Pressure marks are visible at the slot area indicating high bending forces. Based on the performed investigation, the root cause for the reported event can be attributed to a user related issue of high torsional and bending overload on the blade. Indications for any material, mfg or design related problems were not determined in the investigation.

Event description:
During the inspection of the returned loner instruments from the hosp, it was found that the tip of the screwdriver was broken.